Event description:
It was reported that during an unspecified endoscopic procedure, deployment difficulties occurred. A biliary stent 7fr/7cm had been selected to treat an unspecified lesion. The physician noted that during insertion, the stent did not pass "easily" through the unspecified guide catheter. The device was able to be advanced to an unspecified location where the physician attempted to deploy the stent. Deployment difficulties were encountered as the stent "sucks" into the catheter guide and the catheter guide "deforms" during deployment. No additional information is available.